Event description:
It was reported that a spectrum iq infusion pump took longer to infuse than ordered in the oncology department. The pump data was downloaded and the infusion was programmed at the ordered rate. The pump data was downloaded and the infusion was programmed at the ordered rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. Ext: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.